Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a cardiac arrest and subsequently passed away due to the event during apd therapy with the homechoice (hc) device. At the time of the event, the patient was hospitalized for an unreported indication and the patient was connected to the hc. The cause of the event was not reported and was further described by the nurse as ¿may not have been related to the hc¿ (no further detail was provided). No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external inspection was performed and no issues were noted. No evidence of fluid / moisture found within the devices pneumatic system or the device. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The reported issue could not be verified by the device evaluation. Should additional relevant information become available, a supplemental report will be submitted.